Event description:
It was reported that dft testing was performed with a right-sided ICD. Dft testing at an earlier date was not successful at first but eventually converted the arrhythmia. During a later dft test the patients arrhythmia could not be converted. The device was reimplanted on the left side and the lead was explanted and replaced. A subsequent dft test was performed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.